Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity from the time of the reported hospitalization due to continued use. The daily totals appeared inconsistent due to time and date reset. A 29 hour flow accuracy test was performed and the pump was found to be delivering within required specifications. Unrelated to the complaint, evaluation revealed a scratched display screen which has no effect on insulin delivery function. The conclusion was unable to adequately investigate due to continued patient use and there was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter claimed that the patient was treated for dka for blood glucose over 600 mg/dl with symptoms of vomiting. Reportedly, the patient was hospitalized for approximately 4 days. During troubleshooting, the animas representative noted the following: the pump history shows the time/date is defaulting to the factory date/time. This complaint is being reported because the patient allegedly was hospitalized and treated for hyperglycemia while there was an issue with the date/time issue.